Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary tubing set was connected to the red port an unspecified (B)(4) catheter, to deliver an unspecified concentration of busulfan, at an unspecified rate. At 1800, the delivery was initiated. At 1930, the pt called the nurse to report the hospital gown was wet. The nurse reported that the solution leaked at the connection of the male adapter and (B)(4) port. The delivery was stopped and the tubing set was removed from clinical use. The solution that leaked was cleaned up according to the hospital's protocol. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including if the therapy was resumed.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).